Event description:
Report receied of multiple cassette alarms. The customer reported that approximately 20 tubing sets that were used with different plum xld pumps have been associated with cassette alarms. The pumps were used to infuse hydration fluids on adult pts prior to the administration of chemotherapy. There were no reported delays in critical therapy or adverse pt events associated with the cassette alarms. Though requested, there was no further info available.